Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. Girlfriend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. At 9:58 am that morning, customer had obtained a blood glucose test result of 67 mg/dl fasting; even though the result was low, the customer had administered insulin. At 12:36 pm, the customer had tested and obtained lo. Customer had also tested using another device and obtained 17 mg/dl fasting. Customer had been very drowsy. Customer's girlfriend had called 911. The paramedics arrived and the diagnosis was low blood sugar. Glucose gel was given to the customer. About an hour later, the customer' s blood glucose test result using the paramedic's meter was 84 mg/dl and with the truemetrix air was 48 mg/dl. Customer did not go to the hospital. During the call on 01/04/2019, a back to back blood test was not performed by the customer. The product is stored in a bathroom that the customer does not shower or bathe in. Test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is 3 - 4 days. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report #(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. Girlfriend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. At 9:58 am that morning, customer had obtained a blood glucose test result of 67 mg/dl fasting; even though the result was low, the customer had administered insulin. At 12:36 pm, the customer had tested and obtained lo. Customer had also tested using another device and obtained 17 mg/dl fasting. Customer had been very drowsy. Customer's girlfriend had called 911. The paramedics arrived and the diagnosis was low blood sugar. Glucose gel was given to the customer. About an hour later, the customer' s blood glucose test result using the paramedic's meter was 84 mg/dl and with the truemetrix air was 48 mg/dl. Customer did not go to the hospital. During the call on 01/04/2019, a back to back blood test was not performed by the customer. The product is stored in a bathroom that the customer does not shower or bathe in. Test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is 3 - 4 days. The meter memory was reviewed for previous test result history: result 2:173mg/dl date(B)(6) time3:12pm non fasting: result 3:52mg/dl date:(B)(6) time:26pm non fasting result 4:48mg/dl date:(B)(6) time:2:09pm non fasting was given glucose gel ems meter read 84mg/dl result 5 :28mg/dl date:(B)(6) time:1:46pm non fasting result 6:27mg/dl date:(B)(6) time:1:04pm non fasting result 7:lo date(B)(6) time:12:36pm fasting result 8: 32mg/dl (B)(6) time:12:11pm fasting result 9: 67mg/dl(B)(6) 9:58 am when the csutoemr gave himself his insulin.